Manufacturer narrative:
Efforts to obtain additional information have been made. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this medical professional called to report this device would not capture. Our records indicate the device is still in service.